Manufacturer narrative:
On (B)(6) 2015 03:09 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device remained activated while inside the patient's leg, even though the energy source toggle had been turned off. The circulator turned off the generator as well as the harvester immediately removing the device from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
02/10/2016 11:22 am (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. A visual inspection was conducted. Charred blood and tissue was observed at the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. No smoke and/or steam which could be considered excessive was observed during the testing. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device remained activated while inside the patient's leg, even though the energy source toggle had been turned off. The circulator turned off the generator as well as the harvester immediately removing the device from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.